Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had off no power alarm and failed battery alarm. The customer¿s blood glucose level was 120 mg/dl and 214 mg/dl at time of incident. It was reported that they had changed the battery and received failed battery. Customer reported that they did not receive a low battery alert prior to the off no power alarm. It was also reported that the second occurrence of off no power alarm without a low battery warning. The customer was advised the pump will need to be replaced. The customer was advised that they may continue to wear pump until replacement arrives if they insert a new battery. The insulin pump will be returned for analysis.